Manufacturer narrative:
Additional information. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-2290 implant system, proximal tenodesis, had the button inserter snapped off during use. The case was completed using an ar-2291 proximal tenodesis button with a five-minute delay in the procedure. No fragments were left inside the patient. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2023.